Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient harm was not provided.

Event description:
It was reported that pump over infused on patient. When testing, the unit was free flowing after designated amount infused.

Event description:
It was reported that pump over infused on patient. When testing, the unit was free flowing after designated amount infused.

Manufacturer narrative:
Additional information added to: d10 the customer report of an over infusion was not confirmed. The review of the logs could not determine if the programmed infusion resulted in unregulated flow. Testing performed on the source pump module found the device infusion in specification inspection of the source pump module found the platen broken at the upper hinge post. Log analysis results: review of the pump module error log found no errors or malfunctions. The pump module event log recorded the most recent programmed infusion was on (B)(6) 2019 at 10:58 pm. The logs show the source device is selected and programmed to infuse at a rate of 75ml/hr. The logs show the infusion is terminated at 12:44 pm, by the user when the device is channeled off. The calculated volume infused is 107ml. Test results: a timed rate accuracy test was performed on the source pump module. Testing found the device infusing IV fluids in specification. The root cause of the broken platen hinge was not identified. Device history review: review of the source pump module s/n (B)(4) service history record showed the device had a manufacture date of 29nov2006. A review of the device service history record was performed beginning from the date of manufacture to the present date 08/31/2020 and indicated that this device has been returned 4 times for service. On 19may2018 the device was returned, and the bezel was replaced. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The probable cause of the reported over infusion is believed to be the result of a broken platen at the upper hinge post. Although testing failed to replicate an unregulated flow, a broken platen at the upper hinge can cause intermittent unregulated flow depending on how the platen positions itself when the door is closed.